Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports the patient complained of unspecified neurological symptoms. It was determined that the implanted rod was no longer seated with the head of the favored angle screw. Revision surgery was performed and the favored angle screw head appeared to be warped, apparently causing the rod to pull away from within the screw head.

Manufacturer narrative:
No definitive conclusions can be made. However, displacement of the screw's inner saddle is indicative of atypical force having been applied to the screw by the user during insertion or head manipulation. The inner saddle appears to have been further displaced after explantation as the current position of the component no longer allows the rod to enter into the polyaxial screw head. The inspection process includes a 12 lb test of force to the screw and assembly to ensure secure assembly. Review of the device history record found no discrepancies. Further, no other complaints have been reported for this production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.